Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient not connected when therapy initiated. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) connected herself during the initial drain. The baxter technical service representative (tsr) explained the proper setup. The tsr then assisted the hp to cycle power off and on twice to clear both alarms. The hp then would start over with all new supplies and follow the steps from the hc display. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the nurse on (B)(6) 2012 and she was not aware of the patient having had that alarm. She said the patient would have mentioned it to her if she had any further issues. As far as she knows they have been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.